Event description:
It was reported that a balloon rupture occurred. The 60-70% stenosed target lesion area was located in the moderately tortuous and moderately calcified radiocephalic artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon (pcb) was selected for use in an arteriovenous fistula procedure. During the procedure, the lesion was predilated by a non-bsc balloon and this pcb was inserted to the treat the same lesion. The balloon was inflated 4 to 5 times for 20 seconds at the anastomosis. On the last inflation, the balloon ruptured at 8 atmospheres. The whole system was removed safely. The procedure was completed with another of the same device. No complications reported and the patient is stable.